Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that "hairline crack in the cone - during aspiration nacl leaks laterally out of hairline crack". No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Event description:
Customer reported that "hairline crack in the cone - during aspiration nacl leaks laterally out of hairline crack". No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle, one lidstock, and one non-arrow syringe for analysis. Signs-of-use in the form of biological material was observed on the introducer needle. Visual analysis revealed that the needle hub contained a single crack. The returned introducer needle was attached to a lab inventory ars and flushed. The needle leaked a significant amount from the hub when flushed. A device history record review was performed, and no relevant findings were identified. The report of a cracked needle hub was confirmed through complaint investigation. Visual analysis revealed one single crack on the needle hub. A device history record review was performed, and no relevant findings were identified. Based on the sample received, design caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.